Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient¿s system was removed due to pocket infection. Culture from the pocket was positive for pseudomonas. No further patient complications have been reported as a result of this event.